Manufacturer narrative:
The reported issue that the lights were dim on the display segments was confirmed visible in the picture received, displaying a 8100bd pump module with dim segments in the tenths digit (u4 - segments b and e). The customer also noted that the channel unit ID display was displaying segments (e and f of u6, part number: 320023, 14 segment display) with slightly less illumination brightness than the others; however the unit ID was clearly visible as "a" as intended. No product or device logs were returned for investigation of this complaint file. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however bd has an opened fi CAPA (B)(4) currently investigating dim segments. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the lights were dim on the display segments.